Event description:
Review of unpublished literature representing results of a surgeon's observations and experience identified the possibility of adverse events having occurred. Follow up of observations from literature identified that a pt suffered a periprosthetic fracture due to a post-operative fall. The pt reports that he was playing with his dog (in the driveway) and suffered a fall. Surgery was performed in 2006 to implant cerclage bands around the femur to repair the fracture. The primary implants were not removed.